Event description:
It was reported that a patient had a pocket revision on 2013-(B)(6) because the implantable neurostimulator (ins) migrated. It was noted that before the revision the ins was pushing against the patient¿s skin and the healthcare professional used the same pocket but implanted the ins deeper and more securely so the ins wouldn¿t migrate. The reporter stated that the patient programmer was not able to sync with the ins. It was reported that when they tried to sync the ins after the revision they got a power on reset (por) message and the ¿call your doctor¿ icon. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va05dln, implanted: 2013-(B)(6), product type lead. (B)(4).